Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 120 mg/dl and sensor glucose was unknown. The difference was outside the acceptable range. Customer stated that the difference between blood glucose and sensor glucose was 60 mg/dl. No harm requiring medical intervention was reported. The sensor will be returned for analysis.